Event description:
It was reported that patient underwent a surgical procedure of his inflatable penile prosthesis (ipp) due to device performance issue. One of the cylinders busted open. All components were explanted and a new device was implanted. Device was 10 years old.

Manufacturer narrative:
Field change: b5, h6.

Event description:
It was reported that patient underwent a surgical procedure of his inflatable penile prosthesis (ipp) due to device performance issue.